Manufacturer narrative:
The previously reported tvr involved 2 non-mdt stents cec adjudicated that the event was related to the device not related to the procedure.

Manufacturer narrative:
Additional info: patient's medical history also includes previous peripheral revascularization of the left sfa. Two admiral xtreme balloon dilatation catheters were used during the index procedure and not one as previously reported. The previously reported stenting of the target lesion was carried out 3 days post the restenosis event with a non mdt device. The event was resolved.

Manufacturer narrative:
Evaluation codes conclusions known inherent risk of procedure - restenosis is listed as a potential adverse effect associated with the use of admiral xtreme pta IFU. (B)(4).

Manufacturer narrative:
Two pacific plus balloons were used during the index procedure and not two admiral xtreme balloons as previously reported.

Event description:
During index procedure the physician used one admiral xtreme balloon dilatation catheter to treat a lesion in the right mid sfa. Approximately 6 months post index procedure the patient suffered restenosis of the right sfa. The target lesion (rsfa) was treated with stenting. The investigator indicated that the reported event was possibly related to the study device and procedure and not related to the paclitaxel.